Event description:
Patient (user) experienced white milky discharge while catheterizing. She visited her doctor on (B)(6) 2018 and was given an antibiotic for an infection. The doctor examined the catheter and found nothing wrong. The doctor did not know the cause of the infection or if it was related to catheterization. During (B)(6) 2018, follow up patient stated she finished antibiotic course and that the infection had cleared.